Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the set screw would not engage in the atrial port of the implantable pulse generator (ipg). A new device was utilized without incident. No patient complications have been reported as a result of this event.